Event description:
The rptr did back to back blood glucose tests and got results of 130 and 162 mg/dl. Tests were done within 10 minutes, using different fingersticks. There were no symptoms. Rptr stated that he had never cleaned the contact points on his meter. A control solution test result was within range. 120 (97-145).